Event description:
Medwatch report states: patient had complaints of persistent pain in left hip. The patient had a recalled asr total hip arthroplasty. The patient was admitted for revision of the left total hip arthroplasty acetabular component and femoral head portion of the femoral component. The operative report included the following as it relates to the removal of the device. The fluid appeared to be clear yellow, but there was significant synovitis with a thickened synovitis of the left hip. The pathology report findings were as follows. Fragment of dense connective tissue and synovium with mild focal chronic inflammation, reactive changes, and rare fibrin negative for significant acute inflammation. Part 2 - left femoral head implant and consists of a concave well circumscribed orthopedic device measuring 4.5 cm in diameter. Part 3 - left femoral hip implant and consists of a concave orthopedic device with adherent orthopedic cement and soft tissue, measuring 5.5 cm in diameter.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.